Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis in a good condition. Event log history was performed and showed that "error - 1861" was recorded in history. During analysis, the customer's reported problem regarding "pump showed lec 1861 code" was able to be duplicated. Power up of the pump displayed lec 1861. Simulated use was able to download event log and read out the pump error log also able to run the pump. The pump was opened and motor current was measured. The motor current measured within manufacturing specification. The 1861 error is slow_charge_timeout. The mp board was replaced to address the recorded 1861 error. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "lec 1861". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.